Event description:
Pt had bilateral breast implantation in 8/79. (Pt had closed capsulotomy several times due to contracture. Pt now experiencing pain under breast implant on right ribs and back removal deemed necessary.